Event description:
It was reported that the patient had a their system controller exchanged on (B)(6) 2022 at 11:01 am. At the time of the exchange, the patient had low flow events and low speed advisory events that last until 11:11 am. There was a period of more low flow event later that day at 3:28 pm and 4:27pm where the flow read 2.4 lpm. These events were transient and patient related. On (B)(6) 2022, the patient experiences above baseline powers in the 10 watts range at 7:57 am and at 11:52 am. These elevated powers were associate with pulsatility index (pi) events. The power then went back down to baseline at 5-6 watts. It was also noted that the patient was on a heparin drip at the time of these events.

Manufacturer narrative:
Related MFR# 2916596-2022-00706 covers the report against the pump on the patient's condition. Multiple attempts were made to obtain the serial number of the device, along with the patient's age, weight, and initials; however this information was not provided. No additional information has been provided. A supplemental regulatory report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller exchange on 24jan2022 was related to the pump exchange procedure that occurred on the same date. Additionally, it was noted that a backup battery fault occurred on 24jan2022 after the exchange.

Manufacturer narrative:
Section b5: the patient's 24jan2022 pump exchange is reported under manufacturer report number 2916596-2022-00382. Manufacturer's investigation conclusion: the reported event of a backup battery fault after a system controller exchange was confirmed. The reported system controller exchange appears to be associated with the pump exchange and there is no reported allegation against the primary system controller. The second system controller's log file starts on 24january2022 as reported, during these events the backup battery was not installed. Per design, the system controller does not have a backup battery installed at system controller initiation because li-ion batteries cannot be sterilized; per the IFU, the backup battery is installed after implant. When the backup battery was installed, a brief backup battery fault and no external power status were posted during the connection. The system controller had external power on both power cables during this event. The backup battery appeared to be successfully installed without any additional observations. According to timestamps, the log files contained approximately 7 days of data (24jan2022 - 31jan2022). No other notable events regarding the controller were observed, and all attended low flows, and power elevation events within the log files had been addressed via the pump's investigation (related manufacturer report number 2916596-2022-00706). The system controller (serial number unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event, asking the serial number of the heartmate ii system controller; however, no additional information was provided. The root cause of the reported event and the observed backup battery fault, and no external power alarms were not conclusively determined. To date, the system controller is unavailable for analysis. As a result, this complaint file will be closed accordantly. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate ii patient handbook instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. System controller warnings, alarms and the actions to be taken as a result of the alarms are described in the heartmate ii left ventricular assist system (lvas) patient handbook and the heartmate ii lvas instructions for use (IFU) . Replacing the backup battery in the system controller is described in the heartmate ii lvas IFU and the heartmate ii lvas IFU. Exchanging external power sources is addressed in the heartmate ii lvas instructions for use. No further information was provided. The manufacturer is closing the file on this event.